Manufacturer narrative:
Stryker found that the device was manufactured in 2005 and is beyond its expected service life of 8 years per the product manual. The customer was informed the device should be replaced and scrapped.

Event description:
Physio-control received a report from a customer of alleged device malfunction, "during a code call, the lp20 [lifepak® 20 defibrillator/monitor] failed to deliver a shock. The staff initially had philips pads on the unit, upon discovery they went and changed the pads out and hooked up stryker brand pads to the unit. When going to give a shock the unit failed to deliver one." The philips pads used are not approved for use with this defibrillator/monitor. This issue is patient related; however there was no adverse event reported. The customer swapped out the unit for another monitor/defibrillator and successfully delivered a shock.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from a customer of alleged device malfunction, "during a code call, the lp20 [lifepak® 20 defibrillator/monitor] failed to deliver a shock. The staff initially had philips pads on the unit, upon discovery they went and changed the pads out and hooked up stryker brand pads to the unit. When going to give a shock the unit failed to deliver one." The philips pads used are not approved for use with this defibrillator/monitor. This issue is patient related; however there was no adverse event reported. The customer swapped out the unit for another monitor/defibrillator and successfully delivered a shock.